Event description:
Baxter center for service (cfs) customer service specialist (css) left a voice message for corporate product surveillance (cps) to relay a customer report of a broken door latch for a flogard 6200 infusion pump. The customer stated that there was no patient involvement or injury related to this event. This condition had the potential to interrupt delivery. No further information is available at this time.

Manufacturer narrative:
(B)(4). This device was not returned for evaluation. As a result the reported condition could not be confirmed. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.